Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220200781 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "optima coil 4-13 was used to treat ica wideneck aneurysm. While deploying the coil to fill the aneurysm, coil was not properly filling in the aneurysm. After giving multiple attempts, coil seems to got damaged (stretched). It got prematurely detached inside and got completely stretched. Could not retrieve back the stretched part. Kindly consider this as a product failure." Update 29apr2022 - additional information received from the issuer: "·can you explain where the coil prematurely detached? Was it inside the microcatheter or outside? · prematurely detached inside microcatheter, coil was half deployed and half inside microcatheter. ·what happened with the stretched coil that was unable to be retrieved? · coil got stretched completely, it became like thread. Half coil was inside aneurysm and rest stretched thread had to cut from groin. ·to confirm, was any harm endured by the patient? No harm was endured by the patient."